Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the lead helix extended while it was being manipulated through the introducer sheath. The lead was removed from the sheath and the helix was retracted. The lead was implanted and remains in use. No patient complications have been reported as a result of this event.